Event description:
It was reported that the clamp of the device broke off during testing conducted at the user facility. As the event occurred during testing, no patient involvement, surgical delays, medical interventions or adverse consequences were reported.

Manufacturer narrative:
The reported event that the clamp of the device broke off was confirmed by the complaint specialist during the device evaluation. Based on the age of the device (almost 9 years) handling of the device over the years may have caused or contributed to the reported event. The device may overdrill and break, if excessive torque is applied.

Event description:
It was reported that the clamp of the device broke off during testing conducted at the user facility. As the event occurred during testing, no patient involvement, surgical delays, medical interventions or adverse consequences were reported.